Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is up for yearly maintenance and is not passing by "pap". No additional information provided.

Manufacturer narrative:
D9 - product received date 1/9/2025. H3/h6 - test data. One device was received for evaluation for the complaint that the device is up for yearly maintenance and is not passing by "pap". The review of event log/alarm history found that no information. The review of service history found one previous event as the CPAP was not replaced previously due to long turnaround time, and the customer requested the unit be returned without repair. The probable root cause was a defective CPAP cartridge. CPAP cartridge was replaced and calibrated. During performance verification testing it was found that the demand valve and cycle pressure switch were defective, and it was replaced.